Manufacturer narrative:
The insulin pump had button error alarm due to moisture on keypad traces. The device had scratched display window and cracked reservoir tube lip. Unable to perform the operating current to verify the low battery life due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 329 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.